Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor position encoder error alarm, motor error alarm and motion sensor test failure alarm. Customer's blood glucose level was unknown. Troubleshooting for motor error was performed. Customer advised they received a motor position encoder error alarm. Customer was able to perform the displacement test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test and had a slightly loose drive support disk. Unable to verify the motion sensor test failure alarms due to the motor error alarms. Unable to verify motor position encoder error alarm in the alarm history due to an erased history file due to several other alarms in the alarm history file, which were due to a corrupted history file. The pump was received with a cracked case at the display window corner, minor scratched on the lcd window and a cracked reservoir tube lip.